Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. On 2026-02-03 ls: translation from cf "after exposure and placement of the gingiva former, the implant loosened and was unscrewed along with the gingiva former".